Manufacturer narrative:
Manufacturing evaluation - samples received: 1 open pouch. Analysis and results: there are previous complaints of the same code-batch regarding the same issue. There are no units in stock in b. Braun surgical warehouse. We have received one open and empty pouch, there is no ampoule inside. Without any closed and/or defective sample we cannot carry out an analysis in order to take a decision. Nevertheless, the ampoules received in the previous complaints were optically evaluated and a defect in the sealing bar of the ampoules (yellow bar at the bottom of the ampoule) was found. The leakage of the glue occurred at this point. Reviewed the batch manufacturing record of this product, there are no incidences related to this issue, and the product was released fulfilling b. Braun surgical specifications. Final conclusion: taking into account that the results of the samples received in the previous complaints did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the histoacryl. When opening the packet, it was noted that leakage had occurred. The product was not used. Additional information was not provided.